Manufacturer narrative:
D4 unique identifier (UDI) for cuff: (B)(4). D4 unique identifier (UDI) for pump: (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented recurring incontinence, it was also reported that the device never worked and the balloon was not under the fascia. The balloon was explanted and replaced. There is no additional information reported.